Event description:
It was reported that a large volume infusor under infused. The reporter stated that after four days, ¿almost nothing¿ had infused. The device was filled with 141 ml of fluorouracil and 99 ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection did not identify any abnormalities. The device underwent a functional flow rate test. The device was found to flow within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.